Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
A literature article was received entitled: "the principle of low frictional torque in the charnley total hip replacement", the authors sought to support the long term benefits of the concept of low frictional torque in total hip arthroplasty, as described by sir john charnley. Of 1332 low frictional torque arthroplasty (lfa) hips, which utilized charnley 22.225 mm femoral heads paired with either 40 mm or 43 mm outside diameter ultra-high molecular weight polyethylene (uhmwpe) acetabular cups, the authors compared the incidence of aseptic loosening, at comparable depths of penetration, in patients who had received an acetabular component of 40 mm outside diameter with those in whom one of 43 mm diameter had been used (of note, 28 hips were excluded, prior to the inclusion in the group of 1332 hips, due to the presence of deep infection--the authors did not indicate how these infections were treated, by revision or otherwise). Results of the study supported charnley's assertion that low friction heads would generate less cup loosening on larger diameter cups. Of a total of 453 hips implanted with 40 mm cups, 121 (26.7%) experienced acetabular component loosening. Of a total of 879 hips implanted with 43 mm cups, 187 (21.3%) experienced acetabular component loosening (the specific interface loosening was not specified, but it is reasonable to assume that these were cemented all-polyethylene cups). This study did not provide patient case specific information, but dealt in generalities. It also did not provide product or lot code information for any of the devices implanted. Based upon the time period and the specification of performing charnley lfa hip arthroplasties, it is reasonable to suggest that these were likely non-modular cemented stems with welded 22.225 stainless steel heads paired with cemented charnley flanged all-poly cups, either 40 mm or 43 mm outside diameter and a 22.225 inner diameter. The cement manufacturer was not provided. This complaint will address the reported deep infections, and the acetabular cup implant loosening events.